Event description:
The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a sharp edge opening. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a sharp opening edge on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reports a left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a left side deflation. The device remains implanted.